Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat very redundant degenerative mitral regurgitation (mr) with grade 4, and more barlow¿s than expected. One clip was successfully implanted. To further reduce mr, a second clip was deployed, reducing mr to a grade of 2+. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr remained at a grade of 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.